Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2019) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 ¿ patient was diagnosed with ventral incisional hernia with abdominal pain thereby underwent robotic assisted laparoscopic repair with implant of ventralight st using echo ps mesh (device 1). Per operative notes, ¿within the umbilicus, omentum adhered to the hernia defect was taken down and defect was closed. The multiple swiss cheese defects were closed and sutured in running fashion, a ventralight st using echo ps mesh (device 1) was placed as an overlap over the defect and secured transfascially with sutures and tacked.¿ (B)(6) 2022 ¿ patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent robotic converted to open repair with removal of prior mesh (device 1) and implant of bard soft mesh (device 2). Per operative notes, ¿ significant adhesions to previous mesh (device 1) was removed. The hernia sac was separated from the surrounding tissues and adhesions were completely released. The previously placed mesh (device 1) was completely removed. The excised hernia sac was used to cover the multiple right sided posterior sheath rents. The sac was sutured in place and approximated using sutures. A bard soft mesh (device 2) was placed over the defect and fascia was closed and reapproximated using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.